Event description:
It was reported that the pump time was incorrect, cause, customer adjusted the time on pump and changed it to pm instead of am. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customers health care provider addressed their elevated bg in office. The health care provider corrected the time and customer was able to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.